Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they had a bad car accident a little over 3 weeks to a month ago and were in bed a lot so they did not know if maybe that knocked out the implant or the lead wire. After the accident their lower back has been hurting real bad and they noticed they felt a thing sticking out in their back that was sore. Patient also reported they have been trying to get an MRI numerous times and the last time they went on friday they could not get the implant turned off. Reviewed how to activate MRI mode and patient was able to successfully connect to implanted neurostimulators but when they activated MRI mode the encountered "missing implant information" message. Reviewed MRI programming is lost when the programmer is replaced and patient will need to follow up with managing physician's office to update MRI programming. Patient indicated they already left a message with their physician's office.